Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to low blood glucose levels. The reported blood glucose reading was 23 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The customer was unable to run the displacement test at the time of the call. Nothing further was reported.